Event description:
It was reported that the remote monitor "will not turn on" though various places were attempted. A new power cord did not resolve the issue. The monitor is being returned to the manufacturer and a new monitor has been ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.